Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 306594 and lot number 0225009. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Further action has not been determined necessary at this time. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the investigation results, an exact cause for this incident could not be identified. Rationale: CAPA not required at this time.

Event description:
It was reported that syringe 5ml saline fill china sp plunger rod was broken. The following information was provided by the initial reporter: when preparing the sealing indwelling needle for the patient, open the disposable 5ml flush and it found that the flush handle was broken, lack of half. Replaced a new one immediately to seal the catheter for the patient.